Event description:
After several passes, resistance was felt upon removal from the sheath. The device was "yanked" and the coil was straightened. Part of the tip was missing from the device. No pt implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.